Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had become damaged due to electrical overstress, resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
--

Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated. The device manufacture date for this product is october 6, 2011.

Event description:
Boston scientific received information that during normal programmer operation, the unit suddenly powered off and was emitting smoke. Reportedly, it was then unable to be powered back on and is to be returned for analysis and repair. No reports of any external components being warm and no adverse patient nor operator effects, were reported.